Event description:
Patient reported odour and discomfort with a durafibre dressing. The saline soaked ribbon gauze was removed and the wound bed irrigated and no sign of irrigation was present. Patient then went to the hospital where 'alginate' was removed as it was imbedded in the wound.